Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-03086/ -03087).

Event description:
Legal counsel reports patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2009. Subsequently, on (B)(6) 2013, patient underwent a left hip revision procedure due to allegations of pain. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to correct information that was previously reported in error. Event date is (B)(6) 2013. Operative report noted patient underwent a left hip revision on (B)(6) 2013. Explant date is (B)(6) 2013.

Event description:
Legal counsel reports patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2009. Subsequently, on (B)(6) 2013, patient underwent a left hip revision procedure due to allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2013 due to pain and elevated metal ion levels. Operative report noted the presence of straw-colored joint fluid and the head and taper were cold-welded onto the stem. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's acetabular cup and a biomet head.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 5 MDR's filed for the same patient (reference 1825034-2014-03086/ -03087 /-07146 /-07147 /-07148).

Event description:
Legal counsel reports patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on february 10, 2009. Subsequently, on (B)(6) 2013, patient underwent a left hip revision procedure due to allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2013 due to pain and elevated metal ion levels. Operative report noted the presence of straw-colored joint fluid and the head and taper were cold-welded onto the stem. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's acetabular cup and a biomet head.